Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received information that a patient with 31mm mitral valve implanted 13 years, two months, underwent valve-in-valve procedure in mitral position due to mitral stenosis and regurgitation. A 29mm valve was successfully implanted inside the failing 31mm mitral valve. There were no complications and no pvl. The patient was reported to be in stable condition.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received information that a patient with a 31mm mitral valve implanted 13 years, two months, underwent valve-in-valve procedure in mitral position due to degenerative mitral valve disease with stenosis and regurgitation. The mitral valve had calcified leaflets. A 29mm valve was successfully implanted inside the failing 31mm mitral valve. There were no complications and no pvl. The patient tolerated the procedure well and was discharged home on pod #1.